Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose levels (bg) reached 24.6 mmol/l (443 mg/dl) while wearing the pod for over 48 hours. To treat the patient's elevated bg levels, they first attempted to bolus using the pod. Afterwards, they changed the pod and administered manual corrections. When the pod was removed, it was noted that the cannula appeared bent. Pod lot and sequence numbers could not be provided as the device was discarded.